Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no product was received for investigation. No product code or lot number was received. Without the product or any further information, no investigation could take place. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4).

Event description:
The customer reports that during a total hip prosthesis surgery, it occurred a breakage of the reamer 7.5 length 300 on the diaphyseal shaft ( second case in 2 years ) the metallic fragment retained on the femur because it didn't prejudice the implantation of the prosthesis (first case, 3 years ago). Windowing of the femur to remove the fragment retained on medullary center ( second case a few months ago). It occurred a delay, and a complication and additional incision which caused a long, and more difficult postoperative course for the patient with a relieved support during 2 or 3 months because of the windowing. Consequence : the surgeon no longer use this instrument, now the surgeon always starts the reaming with a larger size.